Event description:
It was reported the patient¿s implant surgery was so bad and put them in so much pain that they had to admit the patient for a couple of days. It was reported the therapy could not be turned on until 5 days after implant. It was noted the patient¿s health care provider (hcp) increased their oxycontin does because of their back pain from the surgery. It was noted the patient¿s hcp also doubled their oxycodone dose for 5 days. Information omitted pertaining to event (B)(6) ¿ hand and heel pain. These events are not related as they have different event dates and one is regarding post implant pain and the other regarding new pain.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).